Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was filled with insulin and was just replaced with, but there was no insulin from the reservoir. The customer blood glucose level was 400 mg/dl at the time of incident. The reservoir will be returned for analysis.